Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed and determined to be use related. The product returned for evaluation was one 5fr tl powerpicc catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp-edged instrument such as a scalpel. The returned product sample was evaluated and five longitudinally aligned splits were observed on the catheter tubing near the 0 cm depth marker. Microscopic examination of the splits confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and the fracture surface was smooth. Sharply formed fracture edges. Some of the splits did not penetrate the catheter wall, indicating that the damage had originated outside the catheter. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that heparin saline leaked from around the 0cm memory of the catheter. There was a crack.